Event description:
It was reported that the pump alarmed with an occlusion message displayed on screen. The pump was being connected to the patient to start treatment, and the alarm was noted as soon as the pump was started. No patient harm or no patient injury. The event occurred while in use with patient at the clinic. The operator of the device was a health professional.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.